Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, while performing the ablation treatment, a generator error (p4) occurred at a power output of 150 watts. The corresponding pad was replaced, but the same issue recurred at 150 watts. Subsequently, the procedure was continued at low power outputs (120-130 watts) to avoid the error. The kidney adenocarcinoma was ablated with the output power set below 150 watts and roll-off was achieved after 25 minutes. Post procedure, the physician inspected the electrode, and no "carbonized" tissue was present, which is inconsistent with what is considered "normal." However, the electrode did deliver energy to the target site. At this time, the physician was unable to confirm the success of the ablation procedure, but did indicate that roll-off was achieved. A CT scan will be performed on the patient at his follow-up. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being fine. The physician indicated that the patient will return in four weeks to have the situation re-assessed and potentially be re-treated with another system.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, the patient was reported as being over (B)(6) old and obese. The event date is unknown; however, reported as being two weeks ago. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, while performing the ablation treatment, a generator error (p4) occurred at a power output of 150 watts. The corresponding pad was replaced, but the same issue recurred at 150 watts. Subsequently, the procedure was continued at low power outputs (120-130 watts) to avoid the error. The kidney adenocarcinoma was ablated with the output power set below 150 watts and roll-off was achieved after 25 minutes. Post procedure, the physician inspected the electrode, and no "carbonized" tissue was present, which is inconsistent with what is considered "normal." However, the electrode did deliver energy to the target site. At this time, the physician was unable to confirm the success of the ablation procedure, but did indicate that roll-off was achieved. A CT scan will be performed on the patient at his follow-up. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being fine. The physician indicated that the patient will return in four weeks to have the situation re-assessed and potentially be re-treated with another system.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, while performing the ablation treatment, a generator error (p4) occurred at a power output of 150 watts. The corresponding pad was replaced, but the same issue recurred at 150 watts. Subsequently, the procedure was continued at low power outputs (120-130 watts) to avoid the error. The kidney adenocarcinoma was ablated with the output power set below 150 watts and roll-off was achieved after 25 minutes. Post procedure, the physician inspected the electrode, and no "carbonized" tissue was present, which is inconsistent with what is considered "normal." However, the electrode did deliver energy to the target site. At this time, the physician was unable to confirm the success of the ablation procedure, but did indicate that roll-off was achieves. A CT scan will be performed on the patient at his follow-up. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being fine. The physician indicated that the patient will return in four weeks to have the situation re-assessed and potentially be re-treated with another system.